Event description:
The following information concerning the event was copied by a carefusion tech support specialist from an e-mail from the foreign distributor. "There has a gas out from alarm whistle of unit, but no alarm sound, we think the alarm whistle was bad."

Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the foreign distributor. (B)(4). Carefusion issued a return goods authorization (rga) number to foreign distributor for the return of the alleged faulty blender bypass alarm assembly for evaluation. As of june 28, 2012 the alleged faulty blender bypass alarm assembly has not been received by carefusion. Once the blender bypass alarm assembly has been received and the evaluation completed, a follow-up medwatch report will be submitted.